Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Reportedly, customer charged battery and there were no further battery issues. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose was within range (value not provided).